Manufacturer narrative:
Upon disassembly for visual inspection the front bearing was shattered.

Event description:
It was reported that during evaluation at the manufacturer the wire collet had metal shavings coming out of the it. There was no patient involvement or adverse consequences to the user reported as a result of this event.